Event description:
Implant date: approx 2003. Pt was implanted with an anterior plate and screws at c5-c7 level. After an undetermined time, pt reported some neck pain. X-rays showed that the inferior screws had backed out. Fusion had occurred at both levels. The device was explanted in 2004.